Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation and confirmed the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test.

Event description:
It was reported that after completion of a da vinci-assisted partial nephrectomy surgical procedure, the insulation glue at the front end of the instrument was found melted and deformed. There was no report of fragment(s) falling inside the patient. There was no reported injury. Due to the alleged issue, the procedure was delayed by 5 minutes. Intuitive surgical, inc. (Isi) followed-up with the customer and obtained the following additional information: there was no damage observed on the instrument prior to use. The surgical staff did not see or notice any evidence of arcing of electrical energy. A monopolar cord was not used for the reported bipolar instrument. The customer was using the covidien force fx generator with esu settings cut 40 and coag 40. The monopolar curved scissors instrument was also installed for use at the time of the event. There was no report of collision with another instrument or tool during the procedure. The surgeon believed that an instrument quality problem caused the event.